Manufacturer narrative:
Section h10: (d4) catalog number: 320-42-10, unique identifier (UDI) #: (B)(4). (G5) PMA/510(k)number: k063569. (H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the elderly and skinny male patient had failure of a reverse total shoulder due to dislocation in 2017. The initial implant date is unknown. This patient has a history of falling and dislocating his shoulder. All available information has been provided at this time.